Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had an air/water supply failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of a foreign object inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of up/down knob was out of the standard value, adhesive on bending section cover had a chip, protector of universal cord on control section side had a scratch, protector of universal cord on suction connector side had a scratch, right/left knob had a scratch, up/down knob had a scratch, forceps elevator lever had a scratch, free-engage knob had a scratch, switch box had a scratch, plastic distal end cover had a scratch, scope cover had a scratch, universal cord had a wrinkle, universal cord had a scratch, grip had a scratch, control unit had discoloration, control unit had a scratch, electrical connector had discoloration due to water leakage, suction connector had a scratch, connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The fields d3, d7, d8, d9, e1, e2, e4, h1, h3, h5 & h8 were marked unintentionally, and that should be remain as blank. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it was not possible to identify the foreign material or a probable cause. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. The event can be detected and prevented by following: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.